Event description:
Noticed IV tubing full of air, about 6 inches below the bottom of the pump, pump was still running although "air in line alarm" did not alarm. Stopped pump, changed to another system.